Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced st-elevation myocardial infarction (stemi). On the same day, the patient passed away. There was no accusation that the event was caused or contributed to by barostim or the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).